Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset performed alarm and buttons did not work. Customer stated they were able to successfully clear the alarm and were not able to rewind. Customer did received another unexpected restart and a cold reset performed alarm after a battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.